Event description:
Patient underwent right peroneal artery recanalization and balloon angioplasty via antegrade femoral and retrograde pedal access. During the recanalization of the occluded artery segment, the pt graphix tip of the wire broke off. The physician was unable to retrieve the broken fragment and it was left behind in a chronically occluded segment of the vessel. There is no known adverse outcome reported at this time.